Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) device due to recurring incontinence from the device no longer cycling and fluid loss. There was no further patient complications reported.